Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gait inability ("actually cant walk") and chronic obstructive pulmonary disease ("I was diagnosed with very mild copd"). The patient was treated with surgery. At the time of the report, the pelvic pain, gait inability and chronic obstructive pulmonary disease outcome was unknown. The reporter considered chronic obstructive pulmonary disease, gait inability and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: I was diagnosed with very mild copd and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.